Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation.in the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator was alarming "vent inop" (ventilator inoperable) and the screen was red. The customer checked all the cable connections to the front panel and there were no issues. The customer performed transducer calibrations and this did not resolve the issue. Replacing the front panel and the turbine corrected the problem. There was no patient involvement.